Event description:
The customer reported having unexplained high blood glucose for one day. The blood glucose reading was 590mg/dl. Troubleshooting was performed. Reviewed the alarm history and found low reservoir alarms. The customer stated that she did not change the infusion set to resolve the issue. Ran a fixed prime and passed. Performed a high pressure test more than once and the test failed. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functioning testing including the displacement test. After testing it was concluded that the device operated within specifications.